Event description:
An impella cp was inserted via the right femoral artery to support the 80 year old male patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). Other underlying medical history was not shared. The pump was inserted successfully to the left ventricle and ectopy occurred. The ectopy prompted the team to reposition the pump, which accidentally caused the pump to come across the valve. The physician was unable to place the pump back across the valve wirelessly and so the cp was removed and attempted to replace the cp but there were low flows at 1l/min. Physician placed new pump with success and normal flows. The impella cp device was exchanged for impella cp without any observed impact on the patient¿s hemodynamic status.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.